Manufacturer narrative:
This report will be updated if additional information is obtained.

Event description:
Boston scientific received information from the local field representative that they had been called to the hospital to perform a device check. During which a left ventricular (lv) loss of capture (loc) is being observed. The patient is currently on a left ventricular assisted device (lvad). Increased thresholds were also observed at that time. The rep discussed with a boston scientific technical services (ts) personnel possible programming options. There were no adverse patient effects reported. An attempt for additional information with resolution was sent to the local field representative.